Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
New 20ml syringe plunger broke when the aspirating air in the pharmacy.

Manufacturer narrative:
(B)(4) follow up it was reported the plunger broke when aspirating air. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo and two videos were provided for evaluation by our quality team. The media shows a needle assembled to a syringe that is drawing up a drug. When pulling the plunger rod up a damaged plunger rod rib is observed. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 302830, lot 2242123. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly process was performed. The alignment of the rails and conveyors was correct. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received impacted lot no. 2242123, exp: 31-08-2027 new 20ml syringe plunger broke when the aspirating air in the pharmacy.